Manufacturer narrative:
The auto off alarm feature worked properly. The insulin pump had intermittent escape and act button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube window and a cracked case at the reservoir tube window corner.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 300 mg/dl, which was treated manually. The customer stated that the insulin pump alarmed auto off, and she was unable to clear the alarm. She attempted to resolve the issue by replacing the battery to no avail. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.